Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited increased thresholds due to lead dislodgement. The left ventricular stimulation was deactivated and a revision procedure may be performed in the near future. The lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead remains implanted. Should additional information become available, this event will be updated and an amended report submitted.